Event description:
It was reported that a hole was noticed near the bottom of the hose portion of the device. The device was not used during any procedure and there was no pt involvement. There was no adverse consequence reported with this event.

Manufacturer narrative:
The investigation confirms that there was a hole in the hose of the product. The handpiece was repaired and returned to the customer. Several components in the handpiece were replaced due to corrosion.